Manufacturer narrative:
A revision of a biopoly great toe implant was reported. The patient had complained of pain and swelling. The implant was well fixed. The surgeon speculated that the pain and swelling was a possible result of an allergic reaction to an implant component.

Event description:
A biopoly distributor notified us of a biopoly® great toe hemiarthroplasty implant revision.